Event description:
It was reported that shaft break occurred. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during insertion, the shaft broke in the middle while being advanced through guide. No patient complications reported.